Event description:
It was reported that the drainage tube was disconnected during use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device met specifications. The product was used for treatment purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 100cc silicone bulb evacuator. Visual inspection of the sample noted that the silicone drain was detached from the bulb evacuator. The drain was re-attached and the connection was snug. The outer diameter of the inlet port at the tip was measured to be 0.1635 inches. This was within specification (0.155 - 0.165 inches). The inner diameter of the tubing that was attached to the port was measured to be 0.1410 inches. This was within specification (0.141 - 0.149 inches). The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿wound drains are used to remove exudates from wound sites. Iii. Contraindications: none known. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector ¿ y-connector to suction source. 9. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage tube was disconnected during use.